Manufacturer narrative:
Repairs have not been completed.

Event description:
Info received indicates the left siderail is torn from the bed which prevented the rail from latching. No info regarding how the rail was torn from the bed. The technician stated it looks like someone grabbed it and pulled it away from the bed causing the welds to break.